Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was hospitalized due to their dexcom's inaccurate cgm readings. The patient did not recall the specific cgm and bg values. On friday, (B)(6) , the patient reported that their device initially showed inaccurate readings and they did attempt to recalibrate their device which resolved the issue. On monday night, 07/28, the cgm displayed a very low glucose reading but no exact cgm or bg values were reported at that time. The reporter also did not provide any symptoms or treatment for the patient. Due to difficulty stabilizing the patient, they were taken to the emergency room (ER). At the ER, the patient was treated with dextrose; other medications were not specified as the reporter was unable to provide details. No cgm or bg was provided for this time. On (B)(6) 2025, the patient was still at the hospital. The cgm showed a "high" reading, while the hospital¿s bg test indicated 291 mg/dl. No mentioned other treatment given to patient. At the time of the event, the patient is doing better and expected to be discharged on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's blood glucose was checked and it was reported to fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.